Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: a complaint history check was performed and this is the 2nd related complaint for package printing defect (duplicate lot) on lot # 8337913. Customer returned photos of a shelf carton of 1cc, 6mm, 31g syringes from lot # 8337913. Customer states that there is a duplicate lot. The attached photos were examined and exhibited a double printed lot number. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch # 8337913. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: visual inspection of the photos found the lot code double printed on the carton. The manufacturing and expiration dates were normal. Process summary: the autopackout system receives bags of syringes from the ff&s machine. The equipment erects the carton and loads the appropriate number of bags of syringes into the carton. The machine laser codes up to three lines on the carton: lot code, date of manufacture, and expiration date. The cartons are closed before being placed on the outfeed conveyor. If the machine is stopped abruptly during the application of the laser codes; printing defects can be found. There were no quality notifications or maintenance dispatches during the production of this batch that pertained to these defects. Root cause cannot be determined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the lot number on packaging was illegible with a bd syringe 1ml 31ga 6mm. The following information was provided by the initial reporter: duplicate lot. Photo was sent in showing the lot number was mirrored on packaging.